Manufacturer narrative:
The patient developed swelling around the eyebrows post laser treatment. The physician believed that the patient had an allergic reaction to the ink because similar swelling had occurred when she received the tattoo. The patient took acetaminophen prior to treatment to prevent discomfort. The patient was prescribed a steroid pack post treatment to reduce swelling. Upon evaluation, the device was being operated within appropriate parameters and no faults with the device have been found. This event is reportable due to the medical intervention of the prescribed steroid pack.

Event description:
The patient developed swelling around the eye, which was swollen shut for one day. The patient received medical intervention post treatment .